Event description:
The pt's hearing reportedly was not as expected. The pt was seen at the center for eval. Programming adjustments were made and the pt continued to be monitored by the center. In november, 2004, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was functioning. In december 2004, the decision was made by the cochlear implant team to schedule explant surgery.